Event description:
Further follow-up indicates the patient stopped charging their ipg.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient had their scs ipg replaced due to the ipg being inoperable. Stimulation therapy was restored postoperatively.